Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, it was reported that the device was explanted due to improper electrode placement. The device was explanted (B)(6) 2010. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6) 2010. Additional information has been requested but has not been made available as of the date of this report. The manufacturer became aware upon receipt of the explanted device on october 27, 2010.

Manufacturer narrative:
It was reported that patient was explanted on an unknown date after an infection. It was also reported that an x-ray (date unknown), revealed the electrode array had migrated. The patient was reimplanted with another device on (B)(6), 2010. (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.